Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure (batch no. A96869) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced myalgia ("incapacitating muscle and joint pain"), arthralgia ("incapacitating muscle and joint pain"), fatigue ("chronic fatigue"), nervous system disorder ("neurological disturbances"), weight increased ("weight gain") and sudden hearing loss ("sudden loss of hearing"). On (B)(6) 2017, 3 years 5 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, myalgia, arthralgia, fatigue, nervous system disorder, weight increased and sudden hearing loss outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, medical device removal, myalgia, nervous system disorder, sudden hearing loss and weight increased with essure. The reporter commented: various symptoms occurred after placement of the inserts. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had essure removed. The event, considered as medical device removal, is regarded as anticipated according to the reference safety information for essure. In this case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure (batch no. A96869 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced myalgia ("incapacitating muscle and joint pain"), arthralgia ("incapacitating muscle and joint pain"), fatigue ("chronic fatigue"), nervous system disorder ("neurological disturbances"), weight increased ("weight gain") and sudden hearing loss ("sudden loss of hearing"). On (B)(6) 2017, 3 years 5 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, myalgia, arthralgia, fatigue, nervous system disorder, weight increased and sudden hearing loss outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, medical device removal, myalgia, nervous system disorder, sudden hearing loss and weight increased with essure. The reporter commented: various symptoms occurred after placement of the inserts. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 660 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2017: device evaluation received. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.